Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter. Eventually, after the catheter was shaken, the clip successfully released from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.